Manufacturer narrative:
Result: investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for separation of the filter and plunger with the incident lot was observed. The molded end of the plunger was found to not meet specifications. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode of separation of the filter and plunger with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to incorrect molding of the plunger. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd preset¿ eclipse¿ had defect in venting mechanism . There was no report of medical intervention or serious injury.